Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Post paced t-waves was noted on a stored egm. Programming changes were recommended. Device remains implanted.